Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported they went for a checkup and noticed that their incision had opened up and one of the inner stitches had come out. The patient said that their incision was glued and they did not know it because they had a bandage over it. The patient said the hcp told them they might have been allergic to the glue. The patient said they were referred to wound care and had to wait to get in and by the time they went in their incision had totally opened up to where you would see totally down to the implant. Patient said they were getting a culture to see if they had a bacterial infection but had not received the results back yet. Pt said they received medications and would be on antibiotics for 3 weeks and mentioned they had to take a me dication every other day and would go back into see the hcp on (B)(6). Pt said for now they would have to wait and let the wound heal ""openly."" The patient was redirected to their healthcare provider to further address the issue.